Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation flow: damage visual inspection: the periartic reduction forceps 6.5mm ball & pointed tip/sm (p/n 03.118.001 lot t976213) was received showing the spindle broken at the interface between the spindle cap, with a transverse fracture. The spindle cap fragment was not returned and is missing. No other issues were identified with the returned components of the device. Dimensional inspection: dimensional inspection was not conducted due to post manufacturing damage of the fracture site and missing fragment(s). Document/specification review: during the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed as the spindle cap was broken off and missing. No definitive root cause could be determined. It is possible that the device encountered unintended/excessive forces. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part number: 03.118.001, lot number: t976213, manufacturing site: tuttlingen, release to warehouse date: jul 11, 2012. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. The raw material certificate was reviewed and the used material was according to the specification of the device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is company representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine incoming inspection of a loaner set, it was observed that a periartic reduction forceps was broken. There was no patient involvement. This complaint involves one (1) device. This report is for one (1) periartic reduction forceps 6.5 mm ball & pointed tip/sm. This is report is 1 of 1 for (B)(4).